Event description:
IV site was leaking from the y site at the connector site to the patient. The cap appeared cracked. The rn tried changing the clc cap; however, the IV site still leaked. The rn changed all the pca tubing and there was no leak afterwards. There was no patient harm.